Event description:
It was reported by service report that the pt left siderail could not latch due to misaligned latch and latch spindle. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.